Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, after removing the sensor it was noticed that the wire was detached from the sensor and remained inserted in the lower back. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that the sensor wire was broken and was inside the packaging. The sensor was inserted into the upper buttocks on (B)(6) 2017. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.